Event description:
It was reported that the coil (subject device) protruded from the aneurysm after delivery. The physician was able to advance the coil but could not pull back due to strong resistance. The coil was collected together with the microcatheter and was tangled with a previously placed coil. There was no clinical consequence to the patient as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within a non-stryker microcatheter. Visual inspection of the device revealed that the coil delivery wire was kinked at 27cm from the proximal end of the delivery wire. The main coil was kinked as well. There were target coil/coils extending from the distal end of the microcatheter. During functional testing, the coil delivery wire/ coil were unable to be advanced or pulled back through the microcatheter. The coils were soaked in water and two coils were advanced from the microcatheter distal tip through manipulation. Information available indicated that resistance was observed during insertion of the coil in the microcatheter. It is likely that the coils became tangled during use causing them to become jammed in the distal tip of the microcatheter thus limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that the coil (subject device) protruded from the aneurysm after delivery. The physician was able to advance the coil but could not pull back due to strong resistance. The coil was collected together with the microcatheter and was tangled with a previously placed coil. There was no clinical consequence to the patient as a result of this event and the procedure was completed successfully.